Event description:
Rec'd complaint from health care professional concerning above product. Reports a leak from a split in the pump segment. Event occurred during the pt's treatment and the ebl was 200ml due to air and discard of extracorporeal system. No pt injury reported. The actual sample is available. *hcp reported the line could be one of two lot numbers, (*6415k12) she is unsure which one. Based on co's blood loss guidelines for reporting, a distributor's report will be filed.